Event description:
It was reported that guidewire entrapment occurred. An opticross 6 hd imaging catheter was advanced and became stuck on the wire in the left main/circumflex. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A guidewire was found stuck in the distal tip assembly, additionally, a damage was found in the guidewire exit port assembly. No other visual damages were encountered upon visual inspection.

Event description:
It was reported that guidewire entrapment occurred. An opticross 6 hd imaging catheter was advanced and became stuck on the wire in the left main/circumflex. No patient complications were reported.